Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported failure to advance appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the ostial right coronary artery. The patient presented with chest pain and was having st-elevation myocardial infarction. A 3.5x16mm graftmaster was being used to treat a perforation; however, it failed to cross through a post-dilated 3.0mm drug eluting stent. The patient subsequently died. No additional information was provided.